Manufacturer narrative:
The sample was inconclusive due to the condition of the sample. The sample had been evaluated and it was observed that there was no discrepancy. The catheter could be inflated and deflated without difficulties. No conditions were found on sample that could be associated with reported event. However, due to the poor sample condition of the returned sample, a complete evaluation could not be performed. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate a balloon on the 5th day after placement. The user ruptured the balloon in the bladder by injecting a lot of water and removed the catheter out of the patient. It was later reported via email on 19 may 2020 from the international business center representative, that a missing piece of the balloon remained in the patient's body. It was removed by a urologist using forceps during a cystoscopy on (B)(6) 2020.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate a balloon on the 5th day after placement. The user ruptured the balloon in the bladder by injecting a lot of water and removed the catheter out of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate a balloon on the 5th day after placement. The user ruptured the balloon in the bladder by injecting a lot of water and removed the catheter out of the patient. It was later reported via email on (B)(6) 2020 from the international business center representative, that a missing piece of the balloon remained in the patient's body. It was removed by a urologist using forceps during a cystoscopy on (B)(6) 2020.